Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced due to an advisory issued on this model device. This device had been in service for 43.6 months of service. Premature battery depletion has been alleged by the field. To date, there have been no reported patient symptoms associated with this clinical observation.